Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The reporter states the chair has surged forward multiple times.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Controller/joystick/options, not able to duplicate issue. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for surging. The resistance across the inductive was measured at 5.3 ohms, and the output of the motor was between 151 and 152.8 rpm. This joystick was impacted by the joystick recall. Per the joystick recall RMA management report, the dealer was notified and a replacement spj+ joystick kit was sent on (B)(4) 2014. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. MDR decision changed to not reportable per update and results of evaluation. Malfunction not alleged.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Controller/joystick/options, not able to duplicate issue. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for surging. The resistance across the inductive was measured at 5.3 ohms, and the output of the motor was between 151 and 152.8 rpm. Update from consumer affairs on (B)(4) 2016: records provided by the end user states the end user pushed the wrong button on the joystick and ran into something. The reporter states the chair has surged forward multiple times.